Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive got loud when pressure was applied. It was reported that there was no delay to the procedure and the same device was used in order to complete the case successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.